Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported approximately 6 years post the index procedure the patient presented emergently. A type IV endoleak or graft tear was suspected. Intervention was completed with a non mdt stent implanted to reline the endurant stent graft. It was reported the patient had continuing hypotension after the stent was relined and the physician elected to convert to open repair however it was reported the patient expired. Per the physician the cause of the event is anatomy related. The cause of death is undetermined.